Event description:
Complaint submitted through clinical literature search. Limited information provided. The product associated with the literature search is biomend extend. No product item number or lot number was specified. Title of literature: enhancing guided tissue regeneration of periodontal defects by using a novel perforated barrier membrane. According to the literature, the background of the study was designed to determine whether exclusion of the gingival connective tissue (CT) and periosteum with contained stem cells has a positive or negative effect on periodontal regeneration by comparing the use of a novel modified perforated collagen membrane with a traditional cell occlusive barrier membrane. Twenty non-smoking patients with severe chronic periodontitis were included in the study. Single deep intrabony defects from each of the patients were randomly divided into two groups, as follows: occlusive bovine collagen membranes (om control group, 10 sites) and modified perforated bovine collagen membranes (mpm test group, 10 sites). During the study, all patients exhibited good compliance with uneventful postoperative healing and good soft tissue response. This single complaint was reported with multiple events. The article stated that minimal inflammation was observed 2-3 weeks after surgery in three of the om-treated sites.